Manufacturer narrative:
This report is being submitted to provide the field action reference.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Advanced failure analysis (afa) investigation was completed and the following information was obtained: this vessel sealer extend (vse) instrument was transferred to the engineering team for further investigation and additional analysis was performed on the instrument by an advanced failure analysis engineer (afae). Advanced testing found the instrument passed recognition, engagement, continuity, energy delivery, and cut tests. Intuitive motion was confirmed. The grip force test was repeated multiple times in the straight orientation, and it passed every time. Additionally, the log review of the instrument under consideration showed that it was installed 4 times and passed homing 4 times. There were 12 cut events and 2 seal events using the vio da vinci generator that were completed with no errors. The e-100 generator logs showed 25 seal events of which 3 had a high initial starting impedance error, that could likely be related to the improper sealing complaint. Fourteen coagulation events were completed with no errors. No errors were seen in master supervisory controller (msc) logs. The complaint regarding the vse not sealing properly was confirmed based on the system logs review.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting the vse was not sealing properly, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vse was analyzed and the complaint regarding the vse not sealing properly was found to have no issue. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with a full range of motion in all directions. The grips opened and closed properly. Upon visual inspection, there was no blade exposed outside of the blade garage and jaw ceramic dots were present. The instrument passed electrical continuity. The energy was delivered without any issues and passed the cut test. The knife slot measured at 0.003¿ and the jaw gap verification passed at 0.026¿. Additional observation not reported by the site: the grip force test was performed and passed. A review of logs showed no failures. There was no problem detected. An additional observation not reported by site: the instrument failed the grip force test in the straight orientation. The grip force test was performed but did not yield a value between 4.25 lbs and 8.75 lbs at the straight orientation. The instrument failed at 13.58 lbs. The root cause of this failure was not established and would be transferred to engineering for further investigation. This event has changed to a reportable malfunction due to the following conclusion: the failure mode noted in failure analysis investigations is known to impact sealing effectiveness. Deficiencies in sealing may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the customer was informed that the vessel sealer extend (vse) was not sealing properly. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the da vinci coordinator and obtained the following additional information: the customer confirmed that this event occurred during a nephrectomy procedure on (B)(6)2023. The customer clarified that the surgeon reported that the vse was not working at all. There was no energy coming from the instrument. This was when they decided to switch to another vse. There were no reported abnormalities regarding the audible tones, and they functioned as expected. There was no reported ¿seal completed¿ tones received and there was no report of bleeding or unsealed tissue being cut. The procedure was completed robotically as planned with the backup instrument and there was no patient injury. No images or patient demographics available.